Event description:
The customer received a blood glucose reading of 82mg/dl on the contour next link, re-tested on a different meter and the reading was 49mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Customer was advised to return the test strips for evaluation. New strips were sent to the customer.